Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during arthroscopy for recurrent dislocation, there was metallic powder from the microraptor drill during bone hole, and it was found that the tip of the drill broke and was embedded in the bone. Broken piece and metallic powder were removed from the body. It is unknown if there was a back-up device available. There was a delay of 15 minutes, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the distal tip fractured away, there are areas of abraded material along with the fracture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inappropriate or excessive force to the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.